Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to deliver voice prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device failed to deliver voice prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device failed to issue audio prompts. Measurements taken during the investigation confirmed a failure of the speaker including a faulty measurement on the speaker pcb solder pads. The speaker cable was scrutinized with no visual or measurable fault identified. The fault could not be replicated with a known good speaker. This would confirm the failure of the returned speaker. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to deliver voice prompts at power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.